Event description:
Customer's mother reported that the insulin pump had a crack near the reservoir and the reservoir was falling out. Caller reported that the customer had been experiencing high blood glucose levels recently, possibly due to this issue. Most recent blood glucose level was 500 mg/dl on earlier in the day of the call. Caller reported that the customer's blood glucose level was not decreasing even after bolusing. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.